Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure on the patient's upper ureter. According to the complainant, during the procedure, during inflation, the balloon burst. The physician completed the procedure with another occlusion balloon catheter. The condition of the patient following the event was reported as "stable". The patient age was reported to be (B)(6).

Manufacturer narrative:
Visual examination of the returned device revealed tha the balloon burst in the mid-section. The device was used beyond its expiration date (the expiration date is (B)(6) 2010 and the procedure date is (B)(6) 2010). A DHR review was performed and found no issues that are related to the failure (or event).

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure on the patient's upper ureter. According to the complainant, during the procedure, during inflation, the balloon burst. The physician completed the procedure with another occlusion balloon catheter. The condition of the patient following the event was reported as "stable". The patient age was reported to be (B)(6).